Event description:
While delivering a cypher 3.0/13mm, the physician felt resistance. When he removed the stent delivery system (sds), the physician found the stent to be flared at the distal end. The pt was a male of unk age. The target lesion was the proximal left anterior descending branch (lad). The vessel was de novo, calcified and tortuous. There was 95% stenosis. The guide catheter (mach1) was engaged to the lesion. Two guide wires were inserted into the lad and the 1st diagonal. Both lesions were pre-dilated (2.0mm/length unk:maverick). The 1st diagonal was successfully treated with a cypher 2.5x13mm. While the cypher 3.0x13mm was being delivered to the proximal lad, the physician resistance on the stent. He withdrew the unit and pre-dilated the lesion with another balloon (2.5mm/length unk:maverick). The sds was delivered again, but the physician felt resistance. He removed the sds and found the stent was flared at the distal end. There was no reported pt injury. The physician stated he did not force the insertion of the sds after the resistance was felt. The resistence felt like the sds was hitting something. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
This product, is distributed outside the us. However, it is similar to the us distributed drug eluting stents. The product has been received for evaluation. However, the engineering analysis has not yet begun. Additional info will be submitted within 30 days of receipt.